Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of (B)(6) 2024 were reviewed. The hyperglycemic event began on the evening of (B)(6) 2024, so this log review includes the days prior to the reported event date. No malfunction alerts were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs. Body weight was not changed from initial set up. Audio setting was changed from initial set up (high) to low on (B)(6) 2024. Cgm alert settings were not changed from initial set up (on). The last cartridge change prior to the event date was logged on (B)(6) 2024 at 9:10 pm. The last infusion set change (steel cannula) prior to the event date was logged on (B)(6) 2024 at 11:30 pm. The last dexcom g7 cgm sensor change prior to the event date was logged on (B)(6) 2024 at 9:17 am as part of the initial device set up. The ilet loses cgm signal on (B)(6) 2024 at 5:26 am. It enters bg-run mode and requests a bg value at 5:56 am. Insulin dosing stops and the ilet triggers alert 98 at 6:56 am when a bg value is not entered. This alert is not acknowledged until 3:08 pm. Insulin dosing doesn't resume until 10:31 pm that evening when cgm connection is restored. Insulin dosing stops again on (B)(6) 2024 at 7:16 am when the insulin cartridge is empty and the ilet triggers alert 34. This alert is not acknowledged by the user. The ilet enters bg-run mode again and requests a bg value at 9:56 am on (B)(6) 2024 when cgm signal is lost, but no bg value is entered. Dosing was already suspended due to the cartridge being empty. The ilet alerts for a low battery and very low battery on (B)(6) 2024 at 7:21 pm and 8:57 pm until the device loses power at 11:20 pm. These alerts were not acknowledged by the user. The cartridge and infusion set were replaced, and a new cgm sensor session was started after the event on (B)(6) 2024 at 1:04 pm, allowing insulin dosing to resume at this time. The ilet report shows the cgm glucose began to rise on the evening of (B)(6) 2024 and did not return to range until the evening of (B)(6) 2024. Throughout this period, the ilet was dosing insulin in response to the elevated cgm glucose values when it was able to. There are long periods of missing cgm data. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the ilet report, and the device logs, the ilet operated as intended within the limits of bg-run mode. The cause for this hyperglycemic event was the user did not enter bg values or restore cgm connection when required and did not promptly replace the insulin cartridge when it was empty. This was all in addition to their reported problems with inserting the infusion set and having enough supplies.

Event description:
On 5/10/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The cds reported the user had run out of convatec contact detach (23", 6mm) steel cannula infusion sets so the user tried to use the convatec inset (23", 6mm) teflon cannula set they received with their original order. The user could not properly insert the inset infusion set and their bg kept rising. The cds advised the user to disconnect from the ilet and go back to injections until they could use the contact detach infusion sets they were trained on. The cds discussed this plan with the user's endocrinologist who agreed. The user's daughter stated that the user took basaglar and humalog. On the morning of (B)(6) 2024, the daughter took the user to the ER as the user was throwing up. A cds met with user in the ER to make sure the user knew how to use the contact detach infusion set. The cds spoke with the user on (B)(6) 2024 and their bg are in target range. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user about the event. The user reported they were admitted to the ER overnight. The user received approximately 2-3 injections of fast acting insulin as treatment. The user does not remember the exact number of units received.